Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "replace battery" message after self-testing" was not confirmed during the functional testing and the archive data review. The platform passed the functional testing and performed as intended. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. Unrelated to the reported complaint, the archive data review showed user advisory (ua) 02 (compression tracking error), ua03 (error communicating with battery controller), ua12 (lifeband not present), ua13 (battery fault detected), ua18 (max take-up revolutions exceeded), ua19 (max applied load exceeded) and ua20 (position out of range) error messages around the customer reported event date. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. Ua03 is an indication that the autopulse cannot communicate with the battery. The recommended actions to take for this type of user advisory are: check the autopulse and battery connections for damage, ensure the battery is properly inserted/seated in the autopulse. If not resolved, place the battery into the mcc to ensure it is functional and insert a battery that is known to be good into the autopulse and power on the device. Ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Ua13 is an indication that the battery is faulty and the battery needs to be replaced. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Ua19 error message alerts the operator that the load plate has detected too much weight being applied. The ua 19 error message can be cleared by restarting the platform. Ua20 error message alerts when the drive shaft is not within the specified range of positions. This can be cleared by returning the drive shaft to home position using the administrative menu. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Event description:
During shift check, the fully-charged autopulse li-ion battery was inserted into the autopulse platform (sn (B)(4)), however, the platform displayed "replace battery" message after self testing. The user checked the battery in another autopulse platform and the platform worked without any issues. No device malfunction was reported on the battery. No patient involvement.